Event description:
The manufacturer received information regarding a dreamstation auto CPAP. The device was returned to a third-party service center. During visual inspection of the device, it was found that the unit was corroded. Also, humidity were found, and the device was scrapped. This report is being submitted for the corrosion found on the power connector during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.

Manufacturer narrative:
H3 other text : device serviced by third party center.